Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air in line alarm. The event occurred twice via two separate pumps with different cassettes and tubing. The reporter further noted that the that device had cassette latching alarms. It was unclear if side effects reported by the patient were a result of receiving extra 5fu versus other systemic chemotherapy. There was patient involvement and unknown patient harm, or adverse events reported.

Manufacturer narrative:
D9. Date returned to mfg: 26-sep-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal is delaminated. Could not confirm customer's complaint during pci (phase coherence imaging) volumetric delivery accuracy tests. The results were 21.6 ml, 22 ml and 22.2 ml. These values are within specs. Replaced the dso (downstream occlusion) seal. Software updated. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.